Manufacturer narrative:
The system may not have been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The implant was not returned for analysis; however, event details indicate the clinician programmer was able to communicate with the patient's ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had several surgeries and it is not certain if surgery mode was used . Patient was unable to connect to their ipg battery as the ipg went into service app. Troubleshooting by the company representative was able to recover the ipg from the service app state.